Event description:
It was reported that the device overheated. No add'l info was provided by the user facility.

Manufacturer narrative:
The device is available for eval. However it has not yet reached the mfg site for investigation. A f/u report will be filed if required.